Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. It was noted that the capture thresholds had increased on the right ventricular lead, and the lead also exhibited an increase in the pacing impedances. The patient is not dependent and paces less than one percent of the time. No intervention was reported. The patient was stable, prior, during and post visit and is being monitored remotely via merlin.net.

Event description:
New information received noted the patient's ventricular lead was cut and capped on (B)(6) 2018 due to the previously reported increased capture thresholds and increased lead impedance. A new lead was successfully implanted. The patient tolerated the procedure well and was stable prior, during and post procedure.

Manufacturer narrative:
A partial lead, only the connector portion measuring 20 cm was returned. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.